Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material #: 320122. Batch #: 1300995. It was reported by the customer that the "needle clog during priming"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary: customer returned (13) open 32gx4mm bd pen needles from lot# 1300995. The customer reported a needle clog during priming, and stated that she had rashes over the years. The samples were visually examined microscopically, then tested for flow using a test pen injector. All 13 pen needles were able to expel properly, and no evidence of manufacturing defect was observed. The alleged issues could not be confirmed based on the provided samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material #: 320122. Batch #: 1300995. It was reported by the customer that the "needle clog during priming."